Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. While removing the protective sheath from the 2.75x32mm liberte' bare metal stent, the stent became completely displaced and was loose in the balloon catheter. The procedure was completed with another liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed.